Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure. The explanted device will not be returned. No device malfunction was suspected.